Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was duplicated and verified. Investigation determined the cause of the reported issue was a missing magnet in the lid. This device was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not turn on as expected when opening the lid. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not turn on as expected when opening the lid. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.